Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material was reported to be fragments of syringe. Therefore, the suggested phenomenon was presumed to be due to the following: I) there was a lack of training of device handling and reprocessing for the facility reprocess staff. Ii) the tip of a syringe used in manual cleaning was broken and remained in the channel. The instructions for use (IFU) (reprocessing manual) states as follows: "1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event: the intended procedure was diagnostic. The intended procedure was completed without a delay.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (debris in channel) was confirmed. It was observed the channel cleaning brush could not be inserted well due to clogged channel. In addition, service found the insulation resistance value was out of specification due to missing part of the plastic distal end cover, the bending angle in up direction was out of specification due to wear of the angulation wire, the adhesive of the bending section cover was broken, the connecting tube was crumpled, the objective lens was chipped, the light guide lens was chipped, and there was a pinhole on the switch button #1. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was syringe debris clogged in the channel of the subject device. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.